Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives left metal fragments in the stromal layer and occasionally appeared duller, catching the wound edge during surgery. There has been no patient harm experienced. Additional information has been requested.